Event description:
A pt reported experiencing inaccurate erratic results with a one touch ii meter. The pt's blood glucose results were 357mg/dl,209mg/dl. Tests were done within <10 mins with a difference of 46%. Pt did not experience any adverse events. Customer's test strips and meter codes does not match. No further info has been reported.